Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) checked the machine & found machine not operating on mains (a.c.). Then further checked & found the power supply of the machine was defective. Then replaced the power supply of the machine & found now machine was working ok. Performed all tests. All tests passed. Now machine was in working satisfactorily condition.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check, the cs300 iabp (intra-aortic balloon pump) was not operating on mains supply. There was no patient involvement.